Event description:
In 1978 rptr had bilateral silicone breast implants inserted. In 1983 both implants were removed and replaced due to a left mastectomy. In 1992 right implant ruptured and both implants were removed and replaced with another MFR's silicone covered, saline implants. In 1994 these implants were also removed with no specific reason noted. Rptr c/o permanent disability, fibromyalgia, chronic fatigue syndrome, rheumatoid arthritis, ms, and progressive, peripheral neuropathy. Rptr has had gammamune infusions, plasma phersis and taken prednisone over a period of years to treat these conditions. Implant date 2/78, explant date: 3/83.